Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not reveal any additional complaints involving this product. A review of the instrument log for the permanent cautery hook (470183-14/n10200504 0013) was performed. The instrument was last used on (B)(6) 2021 on system sk4404. The instrument was not confirmed to be used on the provided event date of (B)(6) 2021. The instrument has 2 uses remaining. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cable on the permanent cautery hook (pch) was out. There was no report of fragment(s) falling inside the patient. The procedure was completed with the same instrument, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. The customer was unable to release patient demographic information for this event. On 16-june-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the instrument was in use for 40 minutes to an hour prior to the issue being identified. The instrument was used to isolate the lung tissue. The instrument did not collide with any other instrument or tool during the procedure the customer alleged the color of the defective cable was silver and that the cable was damaged and spun but not completely disconnected. There was no damage to the black conductor wire cable's insulation. There was no loss of cautery associated with the cable. No patient-related information was provided.